Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a sensor session stopped mid-session and prompted the patient to start a two hour warm up. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed by the finding of a premature end of sensor session that occurred on (B)(6) 2017. A root cause could not be determined via data.